Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after the first puncture of an endobronchial ultrasound (ebus) procedure, the subject device felt resistance when the user tried to puncture again. The procedure was completed by replacing with a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, g3, h6, h11. The following additional reportable malfunctions were identified during the device evaluation: expired needle. The lot number of the actual product was 14k15, so it was confirmed that the expiration date had passed. The expiration date for this product is three years from the year and month of production. In the case of the actual product, the expiration date is march 2024. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to update the lot number, expiration date, and the manufacturing date. Updated fields: d4, h4.